Event description:
The customer tested her blood glucose using her contour meter and a friend's meter (brand unknown). The contour read 311mg/dl, while the other meter read 84 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer performed control tests while troubleshooting and received results of "hi" and 433 mg/dl. The normal control range was 93-129 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.